Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side rupture and pain. Device remains implanted.

Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: lymphadenopathy.

Event description:
Healthcare professional later reported lymphadenopathy and malaise, fever, pain, depression, autoimmune/connective tissue disorder, edema, neurological symptoms, infection (unknown onset), and sensation increase/decrease that are all none device related. The device has been explanted.

Event description:
Patient reported left side rupture and pain. Patient representative later reported exhaustion, fever, joint pain, chills, hair loss, massive sleep disorder, depression and anxiety, limited libido, autoimmune disease (dysregulation of the thyroid), massive headaches, brain fog, extreme difficulty concentrating and forgetfulness, weight loss, frequent bladder infections, multiple candida infections, spontaneous tingle, stiffness and numbness in the fingers, frequently swollen lymph nodes in the chin and neck area, tension in the breast, visible changes in the breast, pain in the shoulders and back areas, recurrent hematomas on the shoulders caused by bra straps, recurrent hematomas in the lower breast area, fatigue, panic attacks and anxiety at night, frequent illness due to weakened immune system, repeated loss of consciousness, constant breast pain, pale skin and severe dark circles, swollen hands, legs, feet, imbalance, sensitivity to light, rash, heart racing, hormonal problems (early menopause and difficulty conceiving), sinus infections, digestion problems". Patient representative has advised that these are symptoms of breast implant illness (bii). The device has been explanted.

Manufacturer narrative:
Device photo analysis: visibility/palpability: unable to observe since it is not related to the device. Hematoma: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Autoimmune/connective tissue disorders ¿ ndr: not applicable as the event is not related to the device. Pain ¿ ndr: not applicable as the event is not related to the device. Varied injuries ¿ ndr: not applicable as the event is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Edema ¿ ndr: not applicable as the event is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device. Neurological symptoms ¿ ndr: not applicable as the event is not related to the device. Skin rash/dermatitis: unable to observe since it is not related to the device. Sensation increase/decrease ¿ ndr: not applicable as the event is not related to the device. Malaise ¿ ndr: not applicable as the event is not related to the device. Headache ¿ ndr: not applicable as the event is not related to the device. Fever ¿ ndr: not applicable as the event is not related to the device. Depression ¿ ndr: not applicable as the event is not related to the device. Infection (unknown onset) ¿ ndr: not applicable as the event is not related to the device. Additional observation: red particles observed on the surface of the shell. No further actions are required as no manufacturing issues are observed.